Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed o2 not available while in use when o2 was connected. The device was in use on a patient at the time the reported issue was discovered; however, it was reported that there was no harm to the patient or user. The device was removed from patient and swapped out for another without incident and no patient harm reported. No other medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The reported problem was duplicated but is intermittent, pv testing recently passed during pm, o2 inlet psi is reading low in pneumatics with known good o2 source connected and external o2 manifold bypassed. The rse advised the customer to replace o2 hose as a precaution and perform system leak test on high pressure o2 side to verify failure, provided instruction to test o2 solenoid for leaks and suggested o2 transducer on da pcba may be faulty and can replace da pcba, customer acknowledged and will follow up with further testing. The investigation on going.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.